Event description:
It was reported that device entrapment and premature deployment occurred. The target lesion had an 89% stenosis and was mildly tortuous and mildly calcified. A 10x80x120 epic stent was advanced for treatment but got stuck on an 260cm amplatz wire. An attempt to remove the device without deploying was made but it was noted that the stent began to expand on its own. The physician tried to pull out the assembly, however, since it was stuck on the wire, the complete system and stent billiary track had to be taken out. The device was successfully removed and replaced for another of the same model to complete the procedure. No complications were reported, and the patient status was stable.

Event description:
It was reported that device entrapment and premature deployment occurred. The target lesion had an 89% stenosis and was mildly tortuous and mildly calcified. A 10x80x120 epic stent was advanced for treatment but got stuck on an 260cm amplatz wire. An attempt to remove the device without deploying was made but it was noted that the stent began to expand on its own. The physician tried to pull out the assembly, however, since it was stuck on the wire, the complete system and stent billiary track had to be taken out. The device was successfully removed and replaced for another of the same model to complete the procedure. No complications were reported, and the patient's status was stable. It was further reported that the epic stent was stuck on a non-boston scientific wire, not an amplatz wire.